Event description:
Intermittent noise and short ventricle to ventricle intervals noted on right ventricular (rv) lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).